Event description:
The synsiro drug-eluting stent system was selected for use. After direct stenting a stent deformation was noticed.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed a deformation of one stent struts at the proximal end of the stent. Judging from the x-ray markers the stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent strut was initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory.